Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cerebrovascular accident is a known risk during the use of this device.

Event description:
Related manufacturing reference: 3005334138-2018-00239. During an atrial fibrillation ablation procedure the patient developed symptoms of cerebrovascular accident. Following the ablation procedure, when propofol was withdrawn, paresis of the right leg and paralysis of the right arm was noted. An act scan was performed and revealed incipient signs of ischemic stroke and a 3d angioscan revealed thrombotic occlusion of the distal m2 left mid-cerebral artery. The patient was transferred to another facility initially for percutaneous intervention of the occlusion. As no occlusion could be confirmed the patient was transferred to intensive care and kept on a medical ventilator. Eventually he was transferred to the neurology department. There were no performance issues with any abbott device.